Manufacturer narrative:
Based on the available information, this event is deemed a serious injury as if the bleeding were to persist it may become severe enough to warrant medical intervention. Based on the risk analysis and related risk documentation in convatec's master harm's list a serious injury or deterioration in state of health, necessitating medical or surgical intervention; possible permanent impairment of a bodily function or permanent damage to a body structure. End-user was seen by a home health nurse at residence on (B)(6) 2013, who assessed rectal area for hemorrhoids. The material safety data sheet (msds) was reviewed with end-user. End-user has been advised to contact their primary care physician and/or poison control center if condition persists. End-user is now ambulatory with the aid of a walking device. No additional event/ patient details have been provided to date. A return sample for evaluation is not expected. Should additional details be provided , a follow up report will be submitted. Reported to the FDA on (B)(4) 2013. Facility establishment identifier (B)(4). Note: the actual date of event is unknown, so the date used was the date convatec became aware.

Event description:
It is reported that end-user was taken to the ER via ambulance on (B)(6) 2013, presented with lower abdominal pain up to 10 on the pain scale and thus was non-ambulatory. End-user's daughter reports that when admitted, the hospital nurse applied the product on her finger and then inserted finger into end-users rectum in an effort to check for and/or remove impaction which may have caused end-user's pain. It is stated that end-user's rectum showed no signs of impaction as a result of this procedure. End-user was discharged to their home on (B)(6) 2013, and experienced mucus discharge from rectum and drops of blood from hemorrhoids. The bleeding has lessened and end-user's daughter describes it as very little bleeding as evidence by a streak of blood when wiping rectum only. It is reported that product was used once on (B)(6) 2013.